Event description:
Event description boston scientific received initial information that this patient's pacemaker system was evaluated today for pacing at the max sensor rate (msr) during cardiac rehabilitation. Reproducible noise was on the atrial electrogram when performing isometrics. All other measurements are stable in both bipolar and unipolar configuration. After further evaluation, discussion and troubleshooting with technical services, initial programming was incorrect for this patient's physiology which resulted in incorrect sensor and response rates. The device was reprogrammed appropriately and the patient will continue to be monitored under intensified follow-up standards. New information received one month later, revealed a fractured atrial lead. During revision, it was surgically abandoned and replaced.